Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nabothian cyst, dyspareunia and chronic iron deficiency anemia. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required) and menometrorrhagia ("menometrorrhagia") and was found to have uterine leiomyoma ("submucous uterine fibroid"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the dysmenorrhoea, menometrorrhagia and uterine leiomyoma outcome was unknown. The reporter considered dysmenorrhoea, menometrorrhagia and uterine leiomyoma to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nabothian cyst, dyspareunia and chronic iron deficiency anemia. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required) and menometrorrhagia ("menometrorrhagia") and was found to have uterine leiomyoma ("submucous uterine fibroid"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the dysmenorrhoea, menometrorrhagia and uterine leiomyoma outcome was unknown. The reporter considered dysmenorrhoea, menometrorrhagia and uterine leiomyoma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2011: successful blockage of both fallopian tube coils secondary to the insertion of the bilateral essure fallopian tube coil devices. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-aug-2020: quality-safety evaluation of product technical complaint. On 29-jul-2020: plaintiff fact sheet received. Reporter, laboratory test were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.